Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a jelco® hypodermic needle-pro® edge¿ needle was exposed when the safety was engaged. The incident occurred after an injection was given to a patient and the safety device was engaged on the exam table. No patient injury was reported.